Event description:
A death occurred in conjunction with the use of the defibrillator. Upon arrival at the scene, the installed battery was found to be inadequately charged. Batteries from the charger system were obtained and functioned correctly throughout the remainder of the resuscitative measures. A male sailor reported to the ship's medical dept shortly after lunch complaining of chest pain and some pain in his arm. Medical history indicated his pains were attributed to a recent spicy meal and weight lifting. Medical plan was to have the pt return if he had any symptoms of shortness of breath with or without exertion, recurrence of chest pain, or radiating pain. Member was returned to duty when several mins later he was seen collapsing at his duty location. When the medical specialist arrived with a defibrillator/monitor, the battery was found to be inadequately charged to properly function. A runner was sent to get new batteries from the charger system and the defibrillator functioned correctly throughout the remainder of the resuscitative measures. Resuscitative measures were unsuccessful. Throughout all acls procedures the pt never had a pulse and his cardiac rhythm stayed asystole.